Manufacturer narrative:
There is potential contamination to patient and clinician. This would cause for the process to be repeated. Based on the reported information the criteria for reporting an adverse event has been met.

Event description:
When pulling syringe out of patient's arm, needle came off and was still in patients arm while clinician had the syringe

Manufacturer narrative:
There is potential contamination to patient and clinician. This would cause for the process to be repeated. Base on the reported information the criteria for reporting an adverse event has been met. Summary: complaint history review shows no other complaints found with this issue for prior 12 months. Complaint could not be confirmed via product testing on returned devices. Ra: (B)(4).

Event description:
When pulling syringe out of patient's arm, needle came off and was still in patients arm while clinician had the syringe.